Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of dissection and angina are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that 6 days post xience v stent implantation in the mid left anterior descending coronary artery, the patient experienced chest pain symptoms similar to that experienced at the beginning of index admission. Nitroglycerin was administered and the patient was taken back to the catheter lab where the stent was found to be patent; however, there was an area of haziness that was either a dissection or plaque, just beyond the implanted stent. Balloon angioplasty and stenting was performed. Two days post treatment, the chest pain resolved and the patient was discharged. There was no additional information provided.